Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer received multiple cartridge error messages while attempting to load multiple cartridges. Customer reported a blood glucose (bg) level of 193 and delivered a bolus prior to removing cartridge to address bg level. It was indicated that the customer insulin pens available as alternate insulin therapy.